Event description:
The physician had successfully completed cadaver training and was well versed in trans-pedicular access, having performed many kyphoplasty procedures and instrumented fusion surgeries. During the case, the physician approached the left l5 pedicle with the intracept introducer using an oblique en face view under c-arm fluoroscopic guidance. A lateral fluoroscopic image established that the tip of the introducer was ventral to the spinous process, and the surgeon removed the introducer. He re-initiated the procedure using a 22-gauge spinal needle as a guide. The remainder of the procedure went without incident, and the basivertebral nerves were successfully ablated on the left at l5 and the right at l4. There were no intra-operative or immediate post-operative signs or symptoms of complication noted. The surgeon contacted the territory manager stating that the patient was taken to the hospital with a retroperitoneal hematoma. Pt was transferred 4 1/2 hrs post op with hypotension to local trauma hospital. Got 5 units. Angio was negative and got some "iliolumbars" coils to be safe. Went home (B)(6) 2018. Only pain she had on that day was by the llq where the hematoma was. No reported back pain.